Event description:
It was reported that the patient was hospitalized due to worsening heart failure and noticed a strange intermittent noise coming from the ventricular assist device (vad). During hospitalization a routine check up was performed on the backup controller, which is not used by the patient. It was noted that a vad disconnect alarm was recorded. The vad remains in use, the controller had no patient involvement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2021 / serial#: (B)(4), UDI#: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun (return or log file). H4: mfg date: 12-nov-2020. H5: no. H6: patient ime code(s): e0611; h6: imf code(s): f08, f12; h6: img code(s): g04035; h6: FDA device code(s): a0508; h6: FDA method code(s): b21; h6: FDA results code(s): c21; h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation log file analysis revealed that (B)(6) was the patient¿s primary controller, in use at the time of the reported event. Log file analysis associated with (B)(6) did not reveal any anomalies within the analyzed period. Log file analysis associated with (B)(6) revealed that the controller was not in use during the reported event and was most likely the patient¿s back up controller. One (1) vad disconnect alarm was logged on (B)(6) on (B)(6) 2023 at 14:24:39 likely due to the controller being powered on without the driveline connected. As a result, the reported vad disconnect alarm event was confirmed. The reported ¿intermittent noise coming from the ventricular assist device (vad)¿ event could not be confirmed due to insufficient evidence. Information provided by the site revealed that the patient was hospitalized due to worsening heart failure. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered. A poss ible root cause of the reported abnormal sound event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the log file analysis, the most likely root cause of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of heart failure events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.